Event description:
It was reported that the pt's pump was replaced in 2008. The hcp "detected" holes in the catheter. The pt stated that the explanted pump was not controlling pain symptoms, and the hcp determined that it was not delivering meds properly. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Used for the catheter.